Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was part of system revision due to infection with sepsis. The lead could not be safely removed as the lead had adhered to the superior vena cava (svc), hence, it was initially capped. Furthermore, the lead was successfully explanted through laser lead extraction procedure. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.